Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported "intracapsular contracture" baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed, as a surgical impact opening (shell thickness whiting to spec). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress mark observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side rupture. Healthcare professional additionally reported, "intracapsular contracture", baker grade unknown. The device has been explanted and replaced.